Event description:
The customer reported that the system displayed intermittent communication error messages and that the joystick would then not work. This error message was likely preventing the system from booting up and causing the system to lock up. There is not report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply and celeron sbc were replaced. The system was then found to be operating as intended.